Event description:
Patient was having orif (open reduction internal fixation) of right ankle. Upon the surgeon using the emerge medical 2.5mm drill bit, the tip broke off into the pt's tibia bone. Surgeon did attempt to retrieve the piece but was unsuccessful and felt that any more attempts may do more damage to the pt's bone.